Event description:
It was reported that during the trial, the stimulation covered all of the patient¿s pain and she was able to walk for a few days. Then stimulation stopped and the patient had a powerful jolt that went to her left breast, it was way too strong, scared the patient, and was very painful. The patient turned stimulation off right away. When the doctor took out the trial leads, all of the leads had bunched together in the wrong area, which was why she had the painful jolting.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).